Manufacturer narrative:
Insulin pump failed displacement test due to motor encoder signal out of phase. Insulin pump was unable to verify excessive no delivery alarm, due to excessive no delivery alarm due to failed displacement test. Insulin pump received with minor scratches on lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not alert low reservoir, but alarmed no delivery instead, when the reservoir ran low on insulin. The blood glucose reading was 80 mg/dl. The customer stated that the low reservoir warning was set at 4 hours, but the insulin pump still alarmed no delivery as opposed to low reservoir. She requested replacement of the insulin pump. Nothing further reported.